Manufacturer narrative:
Development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation. Hcp is aware of issue and user was prescribed with cephalexin 500 mg. User should contact hcp for any medical assistance needed. Per local policies, the distributor sent clear adhesive patches to the user. As part of resolution and per local policies, the distributor adc sent clear adhesives to the user. User was asked to give them a try and contact customer care back if issue persists. User was prescribed with cephalexin 500mg by hcp. User was advised to always contact hcp for any medical assistance. No further resolution was found necessary for this complaint.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user reported that the insertion site was infected due to insertion.